Event description:
It was reported that during a t2scn surgery, two drill bits broke at the tip of the fluted section. It was also reported that there was no adverse consequences as a result of this event. It was further reported that another drill bit was readily available and the procedure was completed successfully.

Manufacturer narrative:
One radiolucent drill bit subject to this investigation was returned, it was visually confirmed that the drill bit was not broken. The second drill bit subject to this investigation was not returned to manufacturer for eval, it has not been confirmed that this drill bit was broken. Lot number info has not been provided to permit further investigation. The root cause is undetermined.